Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm as well as frozen display. Customer¿s blood glucose level was 133 mg/dl. Customer reported that they were not able to clear the alarm. Customer also reported that the screen was not completely blank and alarm occurred after the time that the buttons were not responding. Customer stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer reported that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer was advised to the insulin pump will need to be replaced and revert to backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to test keypad due to critical pump error (open book image) alarm. Keypad unresponsive/button error alarm unknown. Frozen screen not confirmed. Pump error 35 unknown.